Event description:
As reported, the physician could not retrieve the optease filter because the hook of the filter lay against the vascular wall and the filter had tilted. The filter was left in the patient as a permanent device. There was no injury reported. The patient's age and gender were unknown. There was no information available about the lesion. The target lesion was inferior vena cava (below renal vein). The indication for optease filter placement was for deep vein thrombosis (dvt). The placement was conducted via the femoral vein. The product was properly inspected and prepped and there were no anomalies noted. There was no difficulty with deployment and there was no tilt noted after initial placement. A week later, the filter retrieval was conducted, but there was high tortuosity at the lesion and the hook of the filter was laid against the vascular wall (the filter had been tilted.) Therefore, the filter could not be hooked with a snare catheter. The procedure was finished in failure to retrieve. It is unknown if the patient had any other interventions performed after placement of the filter up to the time of removal. There was no patient's injury reported.

Manufacturer narrative:
As reported, the physician could not retrieve the optease filter one week after its implantation because the hook of the filter laid against the vascular wall and the filter had tilted. The filter was left in the patient as a permanent device. There was no injury reported. The patient's age and gender were unknown. There was no information available about the lesion. The target lesion was inferior vena cava (below renal veins). The indication for optease filter placement was for deep vein thrombosis (dvt). The placement was conducted via the femoral vein. The product was reported to be properly stored, inspected and prepped according to the IFU and there were no anomalies noted. There was no difficulty with deployment and there was no tilt noted after initial placement. A week later, the filter retrieval was conducted, but there was high tortuosity at the lesion and the hook of the filter was laid against the vascular wall (the filter had been tilted.) Therefore, the filter could not be hooked with a snare catheter. The procedure was finished in failure to retrieve. It is unknown if the patient had had any other interventions performed after placement of the filter up to the time of removal. There was no patient's injury reported. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The information provided suggests that vessel characteristics (high vessel tortuosity) and the filter hook laying against the vascular wall contributed to the reported failed attempts to retrieve the filter. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Concomitant devices: gc: brittip retrieval catheter (B)(4); sheath: britetip sheath (B)(4); snare: sheman's.